Event description:
Three days prior to going to the e.r. I was having a hard time keeping my blood sugar (bs) above 80. At night when I was trying to sleep, the minimed 780g pump kept alarming throughout the night that my bs was 50, 60 or 70. So I kept eating candy. During the day I would also do this even though I was eating meals. It caused me a great amount of stress and anxiety. I had an anxiety attack on the third day and finally went to the emergency room because my nerves got the best of me. Also, throughout the 3 days of low readings I would check my bs manually and 50% of the time my bs was extremely low and other times it was in the normal range. This also alarmed me because now; I couldn't trust the pump for accuracy. I eventually went to the diabetes & glandular disease clinic in (B)(6) and the diabetic educator looked up my carelink sync data and found that the pump was giving me basal insulin 24/day. Also, my pump was showing I was in safeguard mode but on her computer, I was not in safeguard mode at all. This pump could have killed me. The e.r. Doctor said that my blood sugar at that time was in normal range. He said the equipment must be faulty and suggested I contact medtronic.